Event description:
During laparoscopic cholecystectomy, while utilizing the stryker sustainability, endocut scissor tip per MFR's instructions, the scissor tip would not cut. This device was replaced with a "like" item with a different lot number which worked without issue.